Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient was suspected of experiencing either an ischemic stroke or posterior reversible encephalopathy syndrome (pres). The procedure was completed as planned without delays. Upon awakening from anesthesia, the patient exhibited altered mental status, agitation, somnolence, and seizures. A magnetic resonance imaging (MRI) scan confirmed the presence of a stroke. The patient was intubated and transferred to the intensive care unit (ICU). Further evaluations were conducted, including magnetic resonance angiography (mra) of the head and neck, an echocardiogram, and a lumbar puncture. During a 9-day hospitalization, the patient received treatment with antibiotics, steroids, antiepileptics, and aspirin. The physician reported that it was unclear whether the events were due to a true ischemic stroke or pres. It was believed that the adverse events were neither related to the ion system nor the procedure itself. There was no indication of any malfunction involving the ion system, instruments, or accessories.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The system logs were not available for review.